Event description:
Nurse manager called to report an over infusion on a pt, unknown compromise, "pt not tolerating over dose well", nurse set up infusion on a standard primary set and piggy-backed infusion into lower y site. Infusion was regulated by roller clamp, ordered to be infused in 4 hours, infusion completed in 1 hour.